Event description:
Implant fractured.

Manufacturer narrative:
This is 2 of 2 mdrs involved in the same event. Please also see:2242816-2011-00126.evaluation in progress, upon conclusion a supplement will be submitted.

Manufacturer narrative:
This is 2 of 2 mdrs involved in the same event. Please also see: 2242816-2011-00126.

Event description:
It was reported that while inserting the implant, the physician applied excessive force on the inserter handle and as a result the implant shattered.